Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The leak embolic material was not returned for analysis as it was consumed in the event. Cast separation issue could not be confirmed, and the event cause could not be determined. It is possible that upon completion of the injection, a few seconds may have not elapsed prior to slightly aspirating the syringe, and then gently pulling the catheter to separate the onyx les cast. Per our instructions for use (IFU): upon completion of onyx les injection, wait a few seconds, slightly aspirate syringe, and then gently pull the catheter to separate the onyx les cast. The cast breakage and migration post embolization did not require additional medical treatment. The patient was reported to have hemianopia at the complete of the intervention. Onyx cast breakage, migration of cast, and vision impairments are known inherent risk of endovascular embolization procedure and are documented in the onyx instruction for use. Based on the reported information, there is no evidence suggesting that the device/product was defective, but rather a procedure related event. Per the liquid embolic material instructions for use (IFU): difficult catheter removal or catheter entrapment may be caused by any of the following: angioarchitecture: very distal bavm fed by afferent, lengthened, small, or tortuous pedicles; vasospasm; reflux; injection time. To reduce the risk of catheter entrapment, carefully select catheter placement and manage reflux to minimize the factors listed above. MDR related to this event: 2029214-2017-00190, 2029214-2017-00191.

Event description:
Medtronic received report that during the avm intervention, the liquid embolic material inadvertently embolized a non-target territory after a piece of the cast broke off when force was applied to detach the catheter tip. There was report of slow blank roadmap of liquid embolic injection. Post intervention, the final run showed a small piece of the liquid embolic material cast had broken off and traveled into the parieto-occipital branch of the right pca and into the more proximal temporal branch of the right pca. There were no attempts to retrieve the cast, as the risk for further complications was high. The was also report of a right vertebral artery dissection with intimal flap (a competitor catheter and guide sheath were reported to have encountered difficulty when advancing into the proximal right va). At completion of the intervention , the patient was transferred in a stable condition. Following the procedure the patient was reported to have right eye hemianopsia. However, no additional medical treatment was given. Baseline nihss and mrs were 0. Post intervention, the nihss and the mrs were both 1.